Event description:
It was reported that during a low anterior resection procedure, the handle of the device broke. Another like device was used, but it misfired and didn't give a full staple line. The procedure was completed with suture and cautery. There was no pt consequence.

Manufacturer narrative:
Add'l lot number y44j50.